Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03958 pertains to the other device. It was reported to boston scientific corporation that a capio open access suture capturing device was used during a pelvic floor procedure. The patient was reported to be of average weight and over 18 years. According to the complainant, during the procedure, the needle carrier failed to retract completely into the capio head. The problem occurred inside the patient and was confirmed when tested outside the patient. It was reported that two or three successful throws were made with this device before the problem occurred. When the device was removed from the patient, the physician felt the tip of the carrier protruding and protected it with her fingers in order to prevent tearing tissue. The device was being used to place a suture in the sacrospinous ligament. The physician completed the procedure with another capio device with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual analysis of the returned device revealed that the cage was bent. Functional analysis revealed that the cage did not catch the needle of the suture, but that the needle carrier retracted normally. Operational context contributed to the event.

Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03958 pertains to the other device.it was reported to boston scientific corporation that a capio open access suture capturing device was used during a pelvic floor procedure. The patient was reported to be of average weight and over 18 years.according to the complainant, during the procedure, the needle carrier failed to retract completely into the capio head. The problem occurred inside the patient and was confirmed when tested outside the patient. It was reported that two or three successful throws were made with this device before the problem occurred. When the device was removed from the patient, the physician felt the tip of the carrier protruding and protected it with her fingers in order to prevent tearing tissue. The device was being used to place a suture in the sacrospinous ligament.the physician completed the procedure with another capio device with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).